Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 12/3.25 mm balloon ruptured at 14 atms . The lesion being treated was 90% stenotic lesion in the proximal left anterior descending artery. The physician used a 6fr medikit introducer sheath for vascular access and a balance 0.014" guidewire and a zuma2 fl4 guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon successfully to complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.